Event description:
It was reported that the patient experienced syncope. The patient also had complete atrial ventricular block due to loss of capture at maximum output that required hospitalization. There was also high impedance on the lead and an apparent lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).